Manufacturer narrative:
D9: date returned to mfg.: 8/5/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error code 41622" was not confirmed/duplicated during visual inspection and functional testing. Further investigation found the downstream occlusion (dso) seal delaminating, upstream occlusion (uso) seal separating, and lens scuffed, replaced dso seal, uso seal, and lens. Performed dso/uso calibration and occlusion tests. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump showed error code 41622 indicating a motor timeout error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.